Manufacturer narrative:
Sections with additional information as of 29-sept-2021: h10: confirmed that returned test strips were evaluated by nova biomedical - no defect found on test strips.

Manufacturer narrative:
Internal report reference number: (B)(4). Product problem being submitted due to unable to confirm returned test strips were tested by nova biomedical at time of submission. Meter and test strips were returned to nova biomedical. External evaluation completed by nova biomedical and no defect found on returned meter. Nova biomedical tested returned meter with qa test strips, unable to confirm returned test strips were tested by nova biomedical . Most likely underlying root cause: mlc-006: passed expiration date. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer is concerned with test results from results obtained of lo. Caller stated the true focus his her meter and that her friend had used it and had obtained the lo result. The expected blood glucose test result range is unknown. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 06/24/2022 and test strips were opened last year (expired). The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: (B)(6).